Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per a consumer and healthcare provider (hcp), the patient was receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 198 mcg/day. The drug lot number of lioresal was unknown / not available. The patient's medical history was not available. The indication for use regarding pump therapy was intractable spasticity and familial spastic paraparesis. The patient described that over time she didn't feel that her spasticity relief was as prominent as it once was. It was noted as having been unclear as to what led to the event. The patient switched providers and they attempted a dye study. The date of the study was unknown, but believed to be "in the last few months." The physician was unable to aspirate from the catheter access port (cap) so the dye study was aborted at that point. X-ray images were taken and there were no obvious issues noted. Surgical exploration occurred on (B)(6) 2015. The physician opened the pump pocket and disconnected the suture less pump connector from the pump. There was cerebrospinal fluid (csf) flow; the physician was easily able to withdraw 3 ml. They then injected dye through and verified that there weren't any leaks. The physician replaced the suture less connector piece and reconnected to the pump on (B)(6) 2015. The suture less connector portion of the catheter was removed and replaced because when the physician attempted to remove it from the pump it did not disconnect easily. During his attempt to remove it, the silicone separated away from the pump connector piece. He then had to use a snap to get it to dislodge from the pump. The physician opted to replace this piece. The issue was resolved as of (B)(6) 2015. The patient was without injury regarding their status at the time of the report. The explanted device was planned to be returned to the manufacturer. Other medications the patient was receiving at the time of the event were unknown / not available. It was noted that the hcp has no further information. A supplemental report will be provided as additional information becomes available.